Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital due to ventricular tachycardia (vt) and fibrillation (vf) episodes that were undersensed and inadequately treated with anti-tachycardia pacing. While at the hospital, the physician performed a cardiac massage when another vt episode had to be terminated by external defibrillation. Following the vt episode, the patient experienced additional medical setbacks and experienced an acute myocardial infarction which was not related to the device(s). The patient's current condition is unknown. Additional information was requested but not received.